Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During the procedure, a leak was noted at the level of the non-return valve of the sheath which generated a continuous flow of blood and physiological serum. Another sheath was used to complete the procedure with no consequences to the patient.